Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0215018603, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device system was damaged due to body shape of the patient. The ins was flipping in the pocket when the patient was in a sitting position causing twisting of the lead resulting in fracture and reduced efficacy. Impedance check on system showed high impedances on some electrodes and short circuit on others. The patient was sent for CT scan, then booked for surgery. The device system was explanted in full and replaced. The surgeon decided to replace the ins also due to concerns around infection. The ins was placed at a more appropriate position on specified patients body shape. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note that based upon additional information that was received (see b5), patient code c26726 has been removed from the report at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was ¿no sign of infection¿ with the ins and that ¿no swab was taken.¿ the hcp involved with the event made the decision when opening the device pocket and removing the implant to implant a new ins. No further complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of the lead found the lead was cut through/segmented 3.6 cm from the proximal end; no significant lead anomalies were identified. Electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits: please note that method code (B)(4) and result code (B)(4) no longer apply to this report. If information is provided in the future, a supplemental report will be issued.